Event description:
It was reported that the helix on the lead would not retract after positioning three times. It was also reported that the impedance measurements were high. Lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies found. There was blood found in/on the helix mechanism.